Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2021 due to what the patient believed was causing discomfort. Upon removal, the surgeon found no failure with any of the hardware and indicated the intended bones were completely fused/healed with no replacement hardware required. Device specific part and lot information was not provided; therefore, a review of device history records was not able to be performed. However, all non-conformance's for (B)(4) were reviewed on 03/22/2021 and no non-conformance's or issues during the manufacture or release of the product were identified to date that could have contributed to the issue reported. Based on the available information, the cause of what was reported could not be determined as the device was not returned for evaluation. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after a bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2021 due to what the patient believed was causing discomfort. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device or healing of the surgical site.